Event description:
Physician expressed dissatisfaction with the longevity of the ventak prizm implantable cardioverter defibrillator (ICD). The ICD was removed, but not returned to guidant for analysis. Guidant received this ICD for analysis in october 2003.

Event description:
Event description: company received information that the physician expressed dissatisfaction with the longevity of the ventak prizm implantable cardioverter defibrillators (ICD). The ICD was removed, but not returned to guidant for analysis. Guidant received this ICD for analysis in 2003.